Event description:
It was reported that during an angioplasty/stenting procedure involving a lesion located in the superficial femoral artery (sfa), the coating on the zipwire hydrophilic guide wire was lost and the wire became stuck in the stent catheter. The catheter had to be removed with the wire upon lock-up. It was also noted that no part of the wire was left in the pt. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'okay'.

Manufacturer narrative:
The complainant indicated that the wire will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.